Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display screen became frozen. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a found damaged lcd. The receiver attempt to charge and boot passed. The attempt to download the receiver log passed. The log was downloaded and reviewed finding no errors related to the complaint. The receiver functional test was performed and failed. The receiver case was opened for an internal visual inspection and it passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.